Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager on the refrigerator fell off from the door. A field service engineer cleaned and prepared the surface area and reattached the component in accordance with the knowledge article (ka) - fstka - remote manager fell off of side of refrigerator, tested functionality and durability and left the unit operating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager on the refrigerator had fallen off the door. It was suspected that this may have been pushing against the door lock when attempting to close the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.